Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator turned off while in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) reported the unit was pulled from service without harm to patient. The be confirmed error code 1101 (ventilator restarted due to anomalies detected during operation), followed by error code 3007 (software exception). The rse advised per the v60 service manual, the error codes indicate the ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. When diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no corrective action is necessary. This is caused by some invalid or corrupt data. No further intervention necessary.